Event description:
Caller states that patient 1 tested 5.6 inr on strip lot 386a while a comparison lab drawn returned as 4.3 inr. Caller states that patient 2 tested 3.9 inr on strip lot 401a, 5.2 inr on strip lot 386a, and 3.5 inr on a comparison lab. Caller states that she does not know which device produced a specific result: uf0209228/uf0205760. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
No pt info provided.